Event description:
The customer reported that she was hospitalized due to high blood glucose levels, with a reading of 566 mg/dl. The customer was very dissatisfied with the insulin pump, and stated that she wanted to stop insulin pump therapy. The customer later called to report that her doctor wanted the insulin pump replaced. The customer did not have the insulin pump with her to verify the serial number or to troubleshoot. The customer stated that she would call back. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.